Manufacturer narrative:
The customer ran controls on both meters on (B)(6) 2023 and controls passed. Replacement test strips were sent to the customer. On a regular basis, accuchek inform ii test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for two patients tested with accu-chek inform ii meter serial number (B)(6) . The second patient also had a discrepant result when tested with a second accu-chek inform ii meter, serial number (B)(6) . A sample from the first patient was tested at 11:21 a.m. On meter serial number (B)(6), resulting in a glucose value of "lo" (< 10 mg/dl). At 11:22 a.m., a sample from this patient was tested on the same meter, resulting in a glucose value of 54 mg/dl. A sample from the second patient was tested at 11:35 a.m. On meter serial number (B)(6), resulting in a glucose value of 56 mg/dl. At 11:39 a.m., a sample from this patient was tested on meter serial number (B)(6) , resulting in a glucose value of 87 mg/dl.